Manufacturer narrative:
This is one event (death) for the same patient involving three separate products; associated mdrs 1225714-2014-05214, 1225714-2014-05215 and 2937457-2014-01221.

Event description:
The plaintiff's attorney alleged that on or about (B)(6) 2012 the decedent experienced a cardiovascular event and subsequently expired after the use of the product.